Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported a fresenius 2008k2 machine that sounded the uf (ultrafiltration) pump alarm during treatment. There was no patient injury, adverse events, or medical intervention required as a result of this event. A fresenius custom combi set bloodline leaked during this patient¿s treatment as well. The blood leak was visually observed at the connection of the heparin line to the main line. There was no damage noticed on the bloodlines or any connections. The patient¿s estimated blood loss (ebl) was approximately 200ml. The patient¿s treatment was restarted on the same machine with new supplies, and they successfully completed treatment. The devices were not returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review could not be performed, as no serial number was provided. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.